Event description:
The customer reported that a laparoscopic splenectomy was performed on a female. A ligasure ls1520 device was used to seal the splenic artery, with the surgeon creating three seals, overlapping the middle seal and then cutting the tissue. The seal seemed fine at this point. Forty-eight hours later, the patient collapsed and when she was brought back to surgery, there was blood in her abdomen. The splenic artery was open and there was no sign of the seal. The surgeon clipped the artery and the patient is now fine.

Manufacturer narrative:
Date of initial report : 08/06/2009. The site has indicated that the incident sample has been discarded. Additional questions in regard to the incident have also been asked. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.